Event description:
It was reported by the patient¿s mother that patient¿s pulse rate was 45 to 52 beats per minute and blood pressure was 133 systolic and 91 diastolic. The mother was inquiring if the pacemaker was set to low of a rate at 60 bpm. The device remains in use. Additional information has been requested and not yet received. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5071 x 2 leads, implanted: (B)(6) 2014. (B)(4).